Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to short v-v intervals and non-sustained ventricular tachycardia episodes. The patient was noted to have frequent premature ventricular contractions. The stored episode was thought to due to an external disturbance. It was suspected that the alert was falsely triggered by the device. The lead and device remain in use. No patient complications have been reported as a result of this event.